Event description:
It was reported that the customer was hospitalized due to low blood glucose on unknown date. Customer blood glucose level was 59 mg/dl at the time of event and was treated with carbohydrate intake. Customer was treated with intravenous insulin drip at hospital. Customer felt pumping of insulin even during insulin suspending status in the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On january 30, 2022, the customer alleged the insulin pump over delivery, hospitalized for low blood glucose and pumping of insulin even during insulin suspending status. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay and cracked select button keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the insulin pump history on the event date of january 30, 2022, found zero or no bolus delivery. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump was programmed to delivery suspended and monitored for several hours with the test reservoir, including the test infusion set inside the reservoir compartment and no unexpected liquid exited through the test infusion set noted. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (22.6 milivolt). The motor was tested outside of the device on the new generation pump stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer complaint for low blood glucose. Customer alleged for the pump over delivery and pumping of insulin even during insulin suspending status was not confirmed. The force sensor is within specification and the motor functioning properly.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.